Event description:
The customer reported a confirmed false negative results with the binaxnow covid 19 ag self test (195-160). The customer stated the patient was symptomatic ( asthamtic, copd, slight cough). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.